Manufacturer narrative:
(B)(4).the device history records were reviewed and the manufacturing criteria were met prior to the release of this lot/batch.attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during a total laparoscopic hysterectomy procedure, the instruments jaws stopped functioning (did not open) just after a couple of activation. After failed several attempts to open the instrument jaws by pressing the handle, we had to replace the instruments with another one. The procedure went on without complications. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). Batch # n93d2z. The device was received with the top of the I-blade upper tip broken off not returned. The device was connected to the generator and it was recognized. Because the I blade was damaged not all functional testing could be performed with the generator. The condition of the blade prevented the functionality of the jaw. The jaw was unable to cycle open and close. A probable cause of the damage to the I blade could be not allowing thick and fibrous tissues to denature prior to I-blade advancement. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.